Event description:
On (B)(6) 2013, it was reported that this vns patient was seen by an infectious disease specialist and was considering lead removal. Analysis for the explanted generator showed that results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
On (B)(6) 2013, it was reported that this patient underwent generator explant on (B)(6) 2013. Information received on (B)(4) 2013 indicated that this was due to an infection at the chest incision. The patient was hospitalized for one week and discharged on (B)(6) 2013. Follow-up showed that the infection was first observed on (B)(6) 2013. No patient manipulation or trauma occurred that was believed to have caused/contributed to the infection. Culture confirmed the infection was staph aureus. The generator was returned on (B)(4) 2013 and is undergoing analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.